Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problems ("adjust belt" and "check te pad" messages) were confirmed. As received, the electrode belt failed incoming testing. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The trunk cable had an open along the front pulse wire. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "adjust belt" and "check therapy electrode pad" messages.